Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant loosening.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2016 where two implants were placed. The patient did well for several months following the initial procedure but later complained of a recurrence of back pain symptoms. The surgeon determined that the cranial positioned implant may have been loose. In (B)(6) 2018, the surgeon performed a revision surgery where he removed the cranial positioned implant using chisels and replaced it with a wider implant of the same type. The surgeon did not adjust or remove the second preexisting implant. He then added an additional implant between the two existing implants. The status of the patient following the revision procedure is not known.